Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump was able to be charged after being connected to a power source via computer. In addition, the battery dropped from 85% to 20% then jumped back to 100%. The customer¿s blood glucose was 95 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.